Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown coonrad murrey ulna component; lot#: unknown. G2: foreign: new zealand. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty on and unknown date. The patient underwent an initial elective revision surgery approximately ten (10) years and ten (10) months ago due to an unknown reason. Subsequently, the patient underwent a second revision surgery approximately one (1) year and three (3) months ago due to migration of the implants.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b5; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: b4, h6. H6: component codes: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty on and unknown date. The patient underwent an initial elective revision surgery approximately eleven (11) years and two (2) months ago due to an unknown reason. Subsequently, the patient underwent a second revision surgery approximately one (1) year and three (7) months ago due to an unknown reason.